Manufacturer narrative:
H6 additional component codes: 900, 427. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple components. The damage involved cracked diodes, as well as burnt capacitor, resistor, diode and pads on the pace/defib (pd) engine board. The root cause could not be firmly determined during the evaluation. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.